Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia and aortic regurgitation. Concurrent conditions included progressive multiple sclerosis since 1999 and condyloma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), adenomyosis ("an ultrasound reveals signs of adenomyosis"), dysmenorrhoea ("debilitating dysmenorrhoea") and complication of device insertion ("insertion of essure on the left"). The patient was treated with surgery (essure removal via total inter-ovarian hysterectomy by laparoscopy on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the heavy menstrual bleeding, adenomyosis, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered adenomyosis, complication of device insertion, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: insertion of essure on the left (insertion date unknown). Essure was removal on (B)(6) 2022 due to medical reasons, medically necessary, primary reason for removal were adverse events symptomatic adenomyosis with debilitating dysmenorrhoea and menorrhagia and I believe the essure contributed to the occurrence of these events. At time of this report (on (B)(6) -2022) follow-up after removal was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan - on an unknown date: signs of adenomyosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "insertion of essure on the left, right essure poorly placed" in 2013. The patient's medical history included hiatus hernia and aortic regurgitation. Concurrent conditions included progressive multiple sclerosis since 1999 and condyloma. Concomitant products included diltiazem, fingolimod hydrochloride (gilenya) and omeprazole. In 2013, the patient had essure inserted. In 2013, the patient experienced device placement issue ("essure on the right poorly placed"). In 2020, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("debilitating dysmenorrhoea"). In (B)(6) 2021, the patient experienced device expulsion ("right essure absent, as per x-ray"). In (B)(6) 2021, the patient experienced adenomyosis ("an ultrasound reveals signs of adenomyosis"). The patient was treated with surgery (essure removal via total inter-ovarian hysterectomy by laparoscopy). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the heavy menstrual bleeding, adenomyosis and dysmenorrhoea had resolved. At the time of the report, the device expulsion outcome was unknown and the device placement issue had resolved. The reporter considered adenomyosis, device expulsion, device placement issue, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: insertion of essure on the left in 2013. From consultation records: the radiological check-up found the essure on the right poorly placed. Patient therefore underwent a laparoscopy in 2014 to insert clips bilaterally. An x-ray was performed in (B)(6) 2021 finding the left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Essure was removal by hysterectomy on (B)(6) 2022 due to medical reasons, medically necessary, primary reason for removal were adverse events symptomatic adenomyosis with debilitating dysmenorrhoea and menorrhagia and reporter believed the essure contributed to the occurrence of those events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan - in (B)(6) 2021: signs of adenomyosis. X-ray - in 2013: the radiological check-up after insertion found the essure on the right poorly placed; in (B)(6) 2021: left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 48-year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device insertion ("insertion of essure on the left, right essure poorly placed" in 2013). The patient had a medical history of aortic regurgitation and hiatus hernia. Concurrent conditions were listed as progressive multiple sclerosis since 1999 and condyloma. Concomitant products included omeprazole, diltiazem and gilenya (fingolimod hydrochloride). In 2013, the patient had essure inserted. In 2013 she experienced device placement issue ("essure on the right poorly placed"). In 2020 she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("debilitating dysmenorrhoea"). In (B)(6) 2021 she experienced device expulsion ("right essure absent, as per x-ray"). In (B)(6) 2021 she experienced adenomyosis ("an ultrasound reveals signs of adenomyosis"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal via total inter-ovarian hysterectomy by laparoscopy). On (B)(6) 2022, the heavy menstrual bleeding, adenomyosis and dysmenorrhoea had resolved. At the time of the report, the device placement issue had resolved. The outcome of device expulsion was unknown. The reporter considered adenomyosis, device expulsion, device placement issue, dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: insertion of essure on the left in 2013. From consultation records: the radiological check-up found the essure on the right poorly placed. Patient therefore underwent a laparoscopy in 2014 to insert clips bilaterally. An x-ray was performed in (B)(6) 2021 finding the left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Essure was removal by hysterectomy on (B)(6) 2022 due to medical reasons, medically necessary, primary reason for removal were adverse events symptomatic adenomyosis with debilitating dysmenorrhoea and menorrhagia and reporter believed the essure contributed to the occurrence of those events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.026 kg/sqm. [Ultrasound scan] in (B)(6) 2021: signs of adenomyosis. [X-ray] in 2013: the radiological check-up after insertion found the essure on the right poorly placed; in (B)(6) 2021: left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "insertion of essure on the left, right essure poorly placed" in 2013. The patient's medical history included hiatus hernia and aortic regurgitation. Concurrent conditions included progressive multiple sclerosis since 1999 and condyloma. Concomitant products included diltiazem, fingolimod hydrochloride (gilenya) and omeprazole. In 2013, the patient had essure inserted. In 2013, the patient experienced device placement issue ("essure on the right poorly placed"). In 2020, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("debilitating dysmenorrhoea"). In (B)(6) 2021, the patient experienced device expulsion ("right essure absent, as per x-ray"). In (B)(6) 2021, the patient experienced adenomyosis ("an ultrasound reveals signs of adenomyosis"). The patient was treated with surgery (essure removal via total inter-ovarian hysterectomy by laparoscopy). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the heavy menstrual bleeding, adenomyosis and dysmenorrhoea had resolved. At the time of the report, the device expulsion outcome was unknown and the device placement issue had resolved. The reporter considered adenomyosis, device expulsion, device placement issue, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: insertion of essure on the left in 2013. From consultation records: the radiological check-up found the essure on the right poorly placed. Patient therefore underwent a laparoscopy in 2014 to insert clips bilaterally. An x-ray was performed in (B)(6) 2021 finding the left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Essure was removal by hysterectomy on (B)(6) 2022 due to medical reasons, medically necessary, primary reason for removal were adverse events symptomatic adenomyosis with debilitating dysmenorrhoea and menorrhagia and reporter believed the essure contributed to the occurrence of those events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan - in (B)(6) 2021: signs of adenomyosis. X-ray - in 2013: the radiological check-up after insertion found the essure on the right poorly placed; in (B)(6) 2021: left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. We received a returned sample. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia and aortic regurgitation. Concurrent conditions included progressive multiple sclerosis since 1999 and condyloma. Concomitant products included diltiazem, fingolimod hydrochloride (gilenya) and omeprazole. In 2013, the patient had essure inserted. In 2013, the patient experienced complication of device insertion ("insertion of essure on the left, right essure poorly placed") and device placement issue ("essure on the right poorly placed"). In 2020, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("debilitating dysmenorrhoea"). In (B)(6) 2021, the patient experienced device expulsion ("right essure absent, as per x-ray"). In (B)(6) 2021, the patient experienced adenomyosis ("an ultrasound reveals signs of adenomyosis"). The patient was treated with surgery (essure removal via total inter-ovarian hysterectomy by laparoscopy). Essure was removed on (B)(6) 2022. On (B)(6) 2022, the heavy menstrual bleeding, adenomyosis and dysmenorrhoea had resolved. At the time of the report, the complication of device insertion and device placement issue had resolved and the device expulsion outcome was unknown. The reporter considered adenomyosis, complication of device insertion, device expulsion, device placement issue, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: insertion of essure on the left in 2013. From consultation records: the radiological check-up found the essure on the right poorly placed. Patient therefore underwent a laparoscopy in 2014 to insert clips bilaterally. An x-ray was performed in (B)(6) 2021 finding the left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Essure was removal by hysterectomy on (B)(6) 2022 due to medical reasons, medically necessary, primary reason for removal were adverse events symptomatic adenomyosis with debilitating dysmenorrhoea and menorrhagia and reporter believed the essure contributed to the occurrence of those events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan - in (B)(6) 2021: signs of adenomyosis. X-ray - in 2013: the radiological check-up after insertion found the essure on the right poorly placed; in (B)(6) 2021: left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2022: reporter answered to follow up request: essure was inserted n 2013. Concomitant drugs were reported: gilenya, omeprazole and diltiazem. Patient had menorrhagia and dysmenorrhea for one year, adenomyosis was discovered in (B)(6) 2021 by ultrasound. No medical treatment was given. All events resolved after the hysterectomy. From consultation records: the radiological check-up found the essure on the right poorly placed (event added). Patient therefore underwent a laparoscopy in 2014 to insert clips bilaterally. An x-ray was performed in (B)(6) 2021 finding the left essure in place, the right essure absent, the right clip in place, the left clip moved to the level of the right flank. On (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.